Manufacturer narrative:
H2, h6 updated: the sheath was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the events introduce and navigate system through sheath access vasculature inability to advance through sheath and introduce and navigate system through sheath / access vasculature difficulty advancing through sheath. The following instructions for use and manuals were reviewed; esheath IFU, commander and s3 IFU, device prep manual (commander, s3, esheath) and procedural manual (commander, s3, esheath). No IFU/training deficiencies were identified. As the complaint introduce and navigate system through sheath access vasculature resistance between system components inability to advance through sheath was unable to be confirmed, a complaint history review was not performed. As no device was returned and there is no evidence to support that a manufacturing design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for introduce and navigate system through sheath access vasculature resistance between system components inability to advance through sheathy was unable to be confirmed without the return of the device/imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported the commander delivery system with crimped valve became stuck in the esheath and it was not possible to advance through the esheath. Per the training manual, push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. However, these details were not provided. As such, due to insufficient information being provided, a definitive root cause is unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required. In this case the perforation in the iliac vessel on the right side was observed and was a result of the procedure.

Event description:
As reported, during the procedure the valve became stuck in the sheath and it was not possible to advance the sheath. They decided to take back the valve but it was not possible to remove the valve only, so the entire system was withdrawn with the sheath. A new sheath was inserted and the valve was crimped on a new delivery system, the valve was deployed without problems. Then, a tamponade was noted and a perforation in the iliac vessel on the right side so stent grafts had to be implanted. Patient was reported to be doing well.

Manufacturer narrative:
Investigation is ongoing. Device not returned.